Manufacturer narrative:
A4: estimated weight. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, the reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use is known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported mitral stenosis could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
Patient weight: estimated weight. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed due to an elevated gradient pressure observed post-procedure. It was reported that on (B)(6) 2020, the patient presented with degenerative mitral regurgitation (mr) grade 3-4, and a mean mitral valve gradient pressure of 2mmhg. Two mitraclips were successfully implanted, reducing the mr to grade 1+. The mean mitral valve gradient pressure was noted at 8mmhg. No treatment was provided for the elevated gradient. There was no device malfunction. No additional information was provided regarding this issue.